Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No battery out limit alarm noted after battery change. Unable to test for operating currents or displacement test due to unresponsive keypad. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump during a bolus delivery attempt. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.